Event description:
At initiation of dialysis treatment, pt complained of chest pressure, shortness of breath, dizziness, and feeling hot. Treatment was discontinued and oxygen was given. Pt's complaints subsided. Dialyzer was first use and not preprocessed.